Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was classifying intrinsic atrial events as refractory events resulting in loss of pacing. Far field r-wave (ffrw) oversensing was also noted on the right atrial (ra) lead during ventricular events. The device and lead remain in use. No patient complications have been reported as a result of this event.